Manufacturer narrative:
The customer disconnected the green line from the no foam bottle. The customer technical support (cts) sent a spare fitting to the customer. A field service engineer (fse) was dispatched and verified that the customer replaced the part properly.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the no foam y-fitting broke and leaked no foam onto the floor from the unicel dxc 600 pro synchron chemistry analyzer. No injury or operator exposure was reported for this event.